Event description:
This report was received from the FDA through the medwatch program on (B)(6) 2013. The report states that use of the product as directed resulted in a severe adverse reaction in which the consumer experienced difficulty swallowing and swelling of the throat. No further information was provided. FDA report number: (B)(4).